Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed two (2) controller power-up events, with associated motor start events, were logged on (B)(6) 2025 at 12:14:20 and on (B)(6) 2025 at 20:18:38. The controller power-up event logged on (B)(6) 2025 occurred during the initial programming of the controller and/or a controller exchange. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2025 at 12:14:26, indicating that the controller was powered on without the driveline connected, likely in preparation for a controller exchange. Of note, (B)(6) is loaded with a software containing an unapproved pump start algorithm. Raw log files were not available. As a result, the reported event was confirmed. The most likely root cause of the loss of power event observed on (B)(6) 2025 can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the controller power-up event observed on (B)(6) 2025 can be attributed to the initial programming of the controller and/or a controller exchange. The most likely root cause of the vad disconnect alarm can be attributed to powering up the controller without the driveline connected, likely in preparation for a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: ICD: dtba1d1 lead: 419488 implant date: (B)(6) 2014, lead: 694765 ,5076-52 implant date: (B)(6) 2003 investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during log file review a controller loss of power was identified. The loss of power was attributed to an accidental double power disconnect as reported by the patient. The controller remains in use. No patient complications have been reported as a result of this event.